Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the fluoro tip of the cannula broke off inside the patient's pancreatic duct. The physician successfully retrieved the detached piece that took 10 minutes using a roth net. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.